Event description:
During preparation, the balloon ruptured on the first inflation test. No injury was reported with the patient as the device was not used in the patient.

Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire and the balloon was found to be ruptured from the distal to proximal marker band similar to the burst characterization due to fast inflation speeds. The IFU (instructions for use) has a warning, "do not exceed the maximum recommended inflation volume as balloon rupture may occur."balloon rupture.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).